Event description:
It was reported the customer was receiving calibration error alarms and bad sensor alerts. The customer's blood glucose was 169 mg/dl. The customer also stated their sensor glucose and blood glucose readings were off. It was also found a piece of the wire was missing from the cannula. The cannula appeared to be half the length it should be. No additional information provided.

Manufacturer narrative:
One opened and used sensor was inspected and a bicarbonate buffer test was performed. The sensor passed per specification with accurate readings. The sensor cannula was found bent. It could not be confirmed that the customer received the sensor in this condition due to the sensor being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.